Event description:
This report was received as part of an internation pre-PMA 5 year clinical study that was both retrospective and part-prospective in nature. The clinical report indicates event as "access port leak" with only access port explanted.